Manufacturer narrative:
Results: blood was visible on the interior prior to opening the unit. The unit did not power on when plugged into a demonstration engine. The unit was opened, and blood was found throughout the internal assembly. Conclusions: evaluation of the returned lightning unit confirmed a leak within the housing. If a strong positive pressure is applied to the aspiration tubing, a leak may occur. Due to the leak, the unit was unable to be functionally tested. The root cause of the initial reported clog could not be determined. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the clogging issue. Penumbra lightning are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2020-01347.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left iliac and femoral arteries using lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, the red light came on after the yellow light and it was reported that the lightning contained heavy clot. While flushing the lightning with a 60 cc syringe, blood came out from the top of the lightning. The procedure was completed using aspiration tubing (tubing) from an indigo system catd aspiration catheter (catd) and the same cat12. There was no report of an adverse effect to the patient.